Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold/hub. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 1.43m proximal from the distal edge of the device (1mm to 10mm distal from the strain relief). The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found damage to the mid-section of the crimped stent, with stent struts distorted and lifted upwards out of position. No issues were evident with the outer shaft and inner wire lumen and the bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-nov-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm in length, 2.75mm in diameter, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified coronary artery. After a guidewire crossed the lesion, pre-dilation was performed using a 2.00mmx15mm balloon catheter, resulting in 60% residual stenosis. Then a 2.50x24mm promus element¿ plus stent was advanced to the lesion. While negotiating the stent for almost 10 to 15 minutes, the device failed to cross the lesion. The procedure was completed using a non-bsc stent and post dilated with a 2.5x20mm balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.